Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level in the 30s (mg/dl). Customer state the cause of the low bg level was unknown. Juice was consumed to address low bg level. A recommendation was made for the customer to discuss low bg levels with their healthcare provider.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low bg level was confirmed in cgm on (B)(6) 2017. User made bolus request without entering current bg level. Cartridge change sequence completed on (B)(6) 2017. There were no erratic basal rate adjustments. Making bolus requests without entering current bg levels could lead to a low bg event. If user did not disconnect during "tubing fill" process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the insulin pump experienced a malfunction or failure.